Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 28 events associated with a battery thermistor range malfunction, leading to multiple device restarts and a subsequent replacement device shipment. Symptoms included no reported adverse clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a mechanical problem consistent with a battery thermistor range fault. It was concluded that the battery thermistor was intermittently malfunctioning: therefore, the cause was a component failure.